Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. As a result, the ipg explanted and replaced. Therapy has successfully been restored post-op.